Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) under infused by 50% during a patient infusion. The device contained flucloxacillin 6000mg in 230 ml 0.9% sodium chloride and was in use with a peripherally inserted central catheter (PICC) positioned at the patient¿s right ankle. The hospital was made aware of the issue and the patient was advised about continuing the treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: the lot was manufactured from august 04, 2020 - august 05, 2020. H10: the device was received with no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 03/15/2021.